Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the black box data from the date of the original complaint has been overwritten. Current black box data showed no evidence of short battery life. The battery cap and cartridge caps were not returned. All testing was performed with test caps. The battery cap was able to fully tighten. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The battery compartment was noted to be cracked. Evidence of moisture contamination was found inside the battery compartment. A leak test was performed and showed a leak at the battery compartment crack. Upon removal of the pump case, no evidence of additional moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.